Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis found a plated lithium deposit formed between the battery case (negative polarity) and the feed through pin (which is connected to cathode tab (positive polarity)). Based on this finding, the premature battery depletion was the result of an internal short and the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was replaced due to reaching recommended replacement time (rrt). The crt-d was returned to the manufacturer, analyzed, and tested out-of-specification. No patient complications have been reported as a result ofthis event.